Event description:
It was reported that the customer had a sensor error and a weak signal alarm on (B)(6) 2014. Customer's blood glucose level was 50 mg/dl. Customer has eaten and feels fine. Troubleshooting was performed and customer was advised to monitor the insulin pump. Customer stated that she also had multiple lost sensor alarms earlier today. Customer was advised to call back for troubleshooting issues if issue reoccurs. On (B)(6) 2014, customer had a cal error and a bad sensor alert. Customer's blood glucose level was 122 mg/dl. Troubleshooting was performed and customer was explained the timing of calibrations leading to alert and calibration protocol. Customer was advised to remove and change out the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.